Event description:
It was reported that the patient's right atrial (ra) lead exhibited atrial oversensing. The patient experienced syncope after smoking cannabis. The lead remains in use. No further patient complications have been reported as a result of this event.